Event description:
It was reported that the programmer was only getting intermittent telemetry with the "wand" and that the programmer was unable to download updated software, either through the software download network or with a software stick through either universal serial bus (usb) port. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer would not update software, so software had to be reloaded. (B)(4): analysis found that the wand would not interrogate due to the cable being out of specification.